Event description:
It was reported that a femoral head with a 14/16 internal taper lock was assembled onto a femoral stem with a 12/14 taper lock trunnion and implanted. The revision surgery to replace the femoral head and stem is planned, but not scheduled. The correct femoral head was available in hospital inventory during the surgery.